Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has been received for analysis. Initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. An attempt to inflate the balloon material failed due to a leak resulting from a circumferential tear in the balloon material at 5 mm proximal to the proximal end of the proximal ro markerband. No damage was noted to the markerbands. A visual and tactile examination of the shaft of the device found no anomalies. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This event was to be reported on the q4 2013 asr, however based on return device analysis completed on 25 nov 2013 a 3500a is required. It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous brachial vein. A 5.5-4/4t/90 symmetry balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at 6 atmospheres. During the 2nd inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed balloon torn circumferentially.